Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent deformation occurred. The target lesion was located in the left anterior descending coronary artery. The 16 x 3.00mm promus premier select stent could not cross the lesion, was removed and stent deformation was noted. The procedure was successfully completed with another promus premier select stent without issue or patient injury.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Correction: d4 lot number updated from 0023949585 to 0024184269. P select ous mr 16 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 117 mm distal to the distal end of the strain relief as well as multiple kinks located along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent deformation occurred. The target lesion was located in the left anterior descending coronary artery. The 16 x 3.00mm promus premier select stent could not cross the lesion, was removed and stent deformation was noted. The procedure was successfully completed with another promus premier select stent without issue or patient injury.